Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an eopa arterial cannula, the customer reported that the obturator broke. The device was replaced to complete the procedure. There was no reported patient impact associated with this event.

Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for a broken porous plug, and broken plug being stuck in the introducer hub based on the photo provided, however, no product has been returned to date. It is unknown what may have caused this occurrence and the root cause cannot be determined without the complaint product. All processing documentation reviewed shows this device did meet the required manufacturing and quality processing checks. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Trends for issues with this device are monitored. Correction b5: medtronic received information that prior to use of an eopa arterial cannula, the customer reported that the obturator broke. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that no patient blood was lost and no blood transfusion was required. Correction initial reporter section e: the first and last name and phone number have been updated. Correction imf annex f: the code has been updated to f27. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.